Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 -7.0d implantable collamer lens into the patient's left eye (os) on (B)(6) 2024 as a replacement lens. Excessive vault was observed. Problem was not resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).